Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (760 mcg/ml at 305 mcg/day), bupivacaine (11.2 mg/ml at 4.494 mg/day), and prialt (2.5 mcg/ml at 1.0032 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp was calling to troubleshoot what could be happening with the patient who was getting a high residual volumes at pump refills. The hcp stated that they had seen this trend with the patient since 2019, but it was out of spec starting in july 2020. Today on interrogation the reservoir read 1.2 ml and they pulled out 6.1 ml. The pump programming read that it was at low reservoir, but the hcp was with the patient for 2 hours and never heard the pump alarm go off. Per the hcp, they did a cap (catheter access port) aspiration and that was successful, but they did not proceed with a dye study. The pump logs showed no abnormalities and only a couple of rejected bolus requests. The patient was not symptomatic, and the pump had never gone empty. Proceeding with a dye study to investigate the catheter was discussed and possibly bringing the patient back in earlier in the refill interval to assess if the volume discrepancy changed at higher volumes.

Event description:
Additional information was received from the healthcare provider indicated that a dye study was planned and explant was being considered.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type catheter .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.